Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 500 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as customer was not feeling well so she went to the emergency room. The customer was treated intravenous injection and insulin drip. Customer troubleshoot was not performed for high blood glucose level. The insulin pump will not be returned for analysis.